Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a scratched reservoir tube window and a cracked reservoir tube.

Event description:
Customer states she received a button error alarm during bolus. Customer's blood glucose was 94 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.